Event description:
It was reported that nine months post implant of a realize adjustable band, there was a kink in the tubing, it is unknown how it was determined that the tubing was kinked. During the port replacement procedure the hooks would not retract. The original band remains in the patient. The patient was discharged home same day.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Results: broken the injection port and the locking connector with the tubing strain relief were returned for analysis. Upon visual inspection, the septum of the injection port had nine punctures. A scratch was observed on the actuator ring of the injection port, probably performed during the explanation. Biological debris was inside of the actuator ring and around the hooks. The tubing strain relief was intact with no visible cracks. An injection test and leak test was performed on the injection port with a successful results. A functional test was performed on the injection port with an unsuccessful result. The actuator ring locked and unlocked correctly but the hooks would not retract or deploy. The injection port was disassembled, and it was noted that the four staples were broken; therefore the link between the actuator ring and hooks was not present. A possible root cause of this type of damage is that an excessive force was used to remove the injection port. (I.e. Use a grasper instead of port applier). Also the presence of biological debris on the hooks can impede the hooks from deploying and retracting. A review of the product's instruction for use (IFU) states that tissues growth may impede ability to rotate the actuator ring and retract the fastening hooks. The methods to remove the injection port are outlined within IFU. The catheter was not returned for evaluation; therefore, it was not possible to confirm the catheter kinking. Catheter kinking is a recognized event associated with gastric banding. Its causes and consequences are outlined within (IFU). A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process in relation to the alleged issue.